Event description:
It was reported that a patient received a blister burn to the lower lip from the attachment overheating during a tooth extraction. Triple antibiotic ointment was applied to the injury, and the procedure was completed with a backup device. No additional or continued treatment was required, and the account advised that the blister was healing fine. There is no expected permanent damage or scarring caused from the burn.

Manufacturer narrative:
The attachment was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion build up in the attachment during use. The front of the attachment has a gap between the bur pilot and the outer housing, which has the potential to allow debris to enter the attachment. Once enough debris builds up in an attachment it may start to corrode the components, including the bearings, and then not work properly, or the debris can physically bind up the attachment.